Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the image of the spyscope ds ii was lost after five minutes of usage. The procedure was not completed due to this event and will be rescheduled on (B)(6) 2023. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f05 is being used to capture the reportable event of delay to treatment/ therapy. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that no elevator marks were on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. A spybite accessory was passed into the working channel of the device and no change to the image was observed. The device was fully articulated in all directions; no problems were identified with the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), camera wires, or thru-silicon vias (tsvs). X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires inside the handle. The handle was opened and the components within were visually inspected. It was noted that there was procedural residue on the plastic optical fibers (pofs) and camera wire in the breakout region, indicated procedural fluids had flowed back up the optics lumen into the handle during use. Leak testing was performed with the unit using saline. The unit was pressurized by injecting fluid through the irrigation tubing of the device with the tip inserted into a mock-cbd fixture and pressure dropped immediately, indicating a leak path into the optics lumen. The external shaft was wrapped in ptfe tape to test external leakage and the test was repeated; pressure dropped immediately, indicating that the leak was most likely internal to the device and not related to the shaft. Image was lost during leak testing. The device was disassembled to visually inspect the couplers and pebax. It was noted that the pebax in the steering ring had a tear at the optics lumen. The tear was glued closed and the tip of the optics lumen was glued closed to simulate a proper pof coupler seal. The device was re-leak tested and no leak was present. This indicates that the leak point was the pof coupler due to the noted tear in the pebax. The reported event was confirmed. During product analysis, it was noted that the returned unit was found to have a leak into the optics lumen that affected susceptibility to saline interaction with the electronics of the device. A tear in the pebax in the cap in the region of the pof coupler was found, and most likely caused the leak. The pebax is a flexible material at the tip, and it is possible through handling during manipulation and device placement in anatomy for damage to occur through articulation and external forces on the device. A risk review confirms that the loss of image is accounted for in the design, with mitigations in place through manufacturing inspection. An investigation is underway to address this problem. Based on all gathered information, the probable cause selected for the visualization issue is cause traced to device design, which indicates that the problems are traced to the design specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f05 is being used to capture the reportable event of delay to treatment/ therapy.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the image of the spyscope ds ii was lost after five minutes of usage. The procedure was not completed due to this event and will be rescheduled on (B)(6) 2023. There were no patient complications reported as a result of this event.